Event description:
The patient reported that she was not sure what to expect or if it was the correct program or it needed to be increase because she was not getting the result as she expected to get. Patient reported she was going long time without urinating so that was still good, but she had had urges and quickly must go to bathroom and not much was there. Patient stated she had to measure urine that she voids, and measure urine from the catheter two times a day. Patient reported healthcare provide (hcp) concern that she was not completely emptying her bladder. Patient stated she has an appointment with hcp on (B)(6) 2017 and discuss with hcp but she did not recall if hcp gave her instruction. Patient stated she was getting less than 50% relief from therapy. Patient stated her setting has been the same since she had implant. The patient was not feeling stimulation while therapy was on. It was indicated therapy must be turn on for it to be effective. It was note that the issue was resolved. The patient to sync and setting was p1 @ 3.5v and patient increased to 3.8v and did not feel stimulation. The patient later reported that she had a few questions because there have been a couple of times that she had changed the amplitude on her program. Patient stated she was trying to get connected to a program that would do more for her. Patient stated she was set at 3.5v and after talking to a patient service agent she changed to 3.8v. Patient stated a gent that assisted her told her she could try a different program or amplitude. Patient additional stated she was still up at night voiding approximately 6 to 7 times on that amplitude. Patient further stated the worsened experience she had was that on (B)(6) 2017, she increased to 4.0v and voided a small amount after that at 1.45pm and then at 9pm she had a strong urge and lost her urine. Patient stated after that she has had some urges but very few small leaks. Patient stated she would generally say that it has been an improvement on 4.0v over the 3.8v amplitude. Patient requested assistance to change programs because patient stated she would like if she did not have to get up so many times during the night. The patient was on p1 at 4.0v at the time of the call and changed to p2 and increased from 0.0v to 3.0v but confirmed she felt a pressure at the time of the call but confirmed that did not bother her. The patient decreased stim to 0.0v on p2 and then changed to program 3. Patient increased stim on p3 to 2.2v and confirmed she felt comfortable stim. Patient additionally stated that since she increased to 4.0v on (B)(6) 2017; there has been an improvement from (B)(6) 2017 but confirmed still having same issues. Patient called a day later stating that yesterday after her call she changed from program 1 to program 3 at 2.2v. Patient stated she became concerned last night at 9pm because she had not voided at all during the day. Patient thought she should go back to program 1 at 4.0v. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-07-03 from the consumer reporting that steps taken to resolve the issues included the following. The hcp suggested that the patient leave the implant on the same setting a while longer without changing the program. The patient was on program 1 with intensity 4. Since then nothing had been changed. It was reported that it helped that the patient had been trying to stay on the toilet longer to allow their bladder to further empty. This had helped the number of times they had to get up at night. With this action the patient was down to 4 or 5 times during the night. It was noted that urges were hard to control and there was often times leakage which causes the patient to have to change clothes sometimes. Sometimes a strong urge will result in no voiding at all or maybe a drop. Except for one week when the patient was on vacation they kept a faithful diary of symptoms but had not had an appointment to review it. The patient did not know what to do as they were not familiar with the programs. No further complications were reported. Patient weight at the time of the event was reported to be (B)(6) lbs. No further complications were reported.